Event description:
Under the tropical study, during a routine angioplasty, two 2.5 x 23mm cypher stents were implanted. A dissection occurred at the time of implant. A 2.5 x 18mm cypher stent was deployed in order to treat the dissection. The stent was not post-dilated. Residual stenosis was reported as 0%. The pt was discharged three days later on asa, clopidogrel, beta-blockers and serum lipid lowering agents. Twenty months after the index procedure, the pt was admitted to the hosp with stable angina. A repeat angiography was performed and demonstrated that the target lesion had 50% diameter stenosis. No re-ptca was performed during this procedure.